Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported prior to the procedure, the bronchofibervideoscope displayed error message b30 (scope communication error). The endoscope had not been used on a patient, and no patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, d8. The device was returned to olympus for inspection and the reported failure of error message b30 (scope communication error) was not confirmed. However, the following reportable malfunctions were also identified during the device evaluation: corrosion of the circuit board, s-connector, plug unit, and ultrasonic connector due to water leakage; and dirt and corrosion present on the light guide lens due to a leakage issue. Based on the investigation results, the b30 error message reported as the device malfunction could not be confirmed during evaluation; therefore, a definitive root cause could not be determined. However, the most probable cause of the failures is attributed to third-party repairs having been performed on the image guide bundle, connecting tube, and control unit, with the cause traced to a failure to follow instructions. The information for use (IFU)is stated in the section "important information- please read before use", subsection "prohibition of improper repair and modification", page 6: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The malfunction/defect was detected prior to the procedure; the endoscope had not yet been used on a patient. There were no impacts on the patient.